Event description:
It was reported that during an unknown procedure, "ligaclip applicator misfired". The device has been sent to smtl for analysis. It will be retained by them for some months before it will be released to ethicon endo surgery for analysis. The new product was opened and the procedure was finished. There were no adverse consequences to the pt.

Manufacturer narrative:
Evaluation summary. The instrument was received with the jaws yielded. The instrument was cycled and ejected the remaining clips. The instrument locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (no original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses included on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of fire out. In addition as per the instructions for use "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "slit" clips". We have documented the circumstances as they are reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.